Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the 1 and 2 keys working intermittently, which was experienced during evaluation. The unit had limited keypad operation due to intermittent responses from the #0, #1, and #2 keys working intermittently. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an issue where the 1 and 2 keys were working intermittently. It was also reported there was no patient injury.